Event description:
A medwatch report was received from the initial reporter on 6/14/1999 which indicated that a pt with an unk model bjork-shiley mitral heart valve had died. Subsequent info from the initial reporter indicated that the valve was a bjork-shiley convexo-concave heart valve. According to a copy of the hosp discharge summary forwarded by the initial reporter, the pt presented to the hosp with shortness of breath, tachypnea, tachycardia, and hypotension. Upon examination, mechanical valve sounds were absent. According to the discharge summary, the pt expired due to progressive cardiogenic shock and hypotension secondary to dislodgement and embolization of this bjork-shiley valve disc.